Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: his health care provider (hcp) had set up his new pump incorrectly today, with the wrong date and the time set for am rather than pm, and in 24 hour mode instead of 12 hour mode. Due to this issue, the patient had blood glucose (bg) excursions of over 500 mg/dl with symptoms of increased frustration. The patient took insulin injections to get the bg down to a lower/normal range. Customer support (cs) successfully assisted the patient in changing the time and date to the correct time and date. Instructed patient to follow up with hcp if assistance is needed for bg management, and advised patient to call back to cts if additional assistance is needed. There is no allegation of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia subsequent to the use error of the hcp programming the new pump with the incorrect time and date.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2015 with the following findings. No defect was found. Unable to duplicate the complaint; pump information for complaint is overwritten. The black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. The tdd¿s add up correctly and reflect the user's programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately #3 one manual time/date change was observed in the black box from (B)(6) 2014 from 14:28 to 13:28. No alarms occurred during the investigation; the pump passed a time test. The pump is able to maintain time/date settings with accuracy.